Event description:
Event description guidant received information that this ventricular lead (4087) became dislodged following a revision procedure for a previous lead dislodgement. The dislodgements were suspected to be due to the patient's tortuous venous anatomy in the superior vena cava region. Both the ventricular and atrial leads were explanted and replaced with models which were longer in length. Ten days later, the patient presented to the hospital with chest pain. During the revision, the ventricular lead (4088) was visualized to have perforated both the myocardium and pericardium. The lead was explanted and replaced with an epicardial lead. The pt had no complications during surgery and was alert and talking when the system was interrogated following the procedure. The lead was returned for analysis.